Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: 9733438, serial/lot #: t304461, UDI#: (B)(4); product ID: 9733582, serial/lot #: 161006; product ID: 9733575, serial/lot #: 180521; product ID: 9733437r, serial/lot #: p714985, product ID 9733438 was returned to the manufacturer for analysis. The camera was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Product ID 9733582 was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Product ID 9733575 was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Product ID 9733437r was returned to the manufacturer for analysis. The positioning sensor unit (psu) was found to be damaged. The reported event was able to be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the camera on the unit was constantly cycling on and off. There was no patient present. Additional information was received. A manufacturing representative (rep) replaced the system control unit (scu) and the issue is continued. The rep ran the ndi rev 14 setup utility on a working system as well as the nonworking system, and both displayed "invalid position sensor characterization parameters". Both have cameras that were beeping and power cycling. The rep uninstalled the ndi setup utility on the "good" system but the status of the system did not change. Next step that the rep took was to update the firmware on the camera. If that did not resolve the issue, the probable cause was most likely the internal and external camera cables.

Manufacturer narrative:
H3 - vendor analysis found that the customer fault description has been confirmed. Unit has been recharacterized as extended pyramid volume. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The cables, system control unit (scu) and positioning sensor unit (psu) were replaced. The system then passed testing. Codes b01, c02, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.